Event description:
It has been reported to philips that the geometry module failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure got delayed and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there are geometry errors during system start-up. Review of the log file showed that malfunction in geo module. Fse need to replace the geo module kit for device. Customer refused to buy parts and refused the service. The codes were updated based on the investigation outcome.